Event description:
Add'l sutures used to close wound. Pt prognosis reported as favorable, but possible sequelae.

Event description:
Reporter noted significant corneal edema and a burn of the incision edges. Due to the edema, the end of the operation was difficult. Anterior vitrectomy performed, and lens placed in sulcus.